Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. However, the insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer was back from the hospital. Customer's blood glucose level was 367 mg/dl. The customer had previously called about this issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.